Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a reservoir change. The customer mentioned that in the past, she noticed the reservoir not locking. Blood glucose value was 180 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. The customer stated she was at work and did not have another reservoir to test. The customer was advised to change the complete infusion set and reservoir as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.